Event description:
Implant placed 10/10/1997, site #33 (canine). On 10/13/97, pt complained of pain. A flap was opened and a small area of localized infection discovered in the soft tissue. Pt was given a further course of anti-inflammatories and antibiotics. All was well that evening. 10/17/97, a healing abutment was placed, pt still on antibiotics. 10/18/97, a periodontal dressing was placed. After 10 days, area looked good. 12/1/1997, pt complained of tenderness to percussion. Implant exhibited no tenderness. 2/3/98 #33 was removed. Granulation of tissue around implant was removed. Some integration at implant base, but not sufficient to give excellent results. Bone augmentation was performed, using bio-oss spongiosa as two implants will be placed in time. One person affected.